Manufacturer narrative:
The product analysis result indicates that the device showed error 15 on the console, motor was unable to rotate, hi-pot test fail, not able to perform the temperature as the motor was not working. The motor cable assembly found faulty and need to be replaced to make the unit functional. The handpiece was sterilized and cleaned. The motor cable assembly found faulty was replaced. All corroded, rusted and damaged parts were replaced. All mandatory spare parts were replaced. The device has been successfully tested according to manufacturing specifications post repair temperature front bearing 132.20f, motor 129.7f, rear bearing 129.1f, ambient 80.0f. Passed the final test result. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece has a motor working intermittently and heating pre operatively. There was no patient involvement.